Manufacturer narrative:
Exemption number: e2015015. (B)(4). Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Event description:
The clinician reported 3.5 weeks after the dental implant and healing cap were placed in ada site 30 in the mouth, the implant did not integrate in type ii bone. Clinician noted the patient's infection, mobility, inflammation, abscess and swelling. The implant had been placed adjacent to an endodontic tooth. The product will be forwarded to the manufacturer for investigation. There were no reported post-op complications. (B)(4).

Manufacturer narrative:
Additional patient codes/descriptions in f10: 1690/abscess and 2104/tissue damange. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported 3.5 weeks after the dental implant and healing cap were placed in ada site 30 in the mouth, the implant did not integrate in type ii bone. Clinician noted the patient's infection, mobility, inflammation, abscess and swelling. The implant had been placed adjacent to an endodontic tooth. The product will be forwarded to the manufacturer for investigation. There were no reported post-op complications.